Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error code 13-1064-1227. Technical support - logic board: 1. Our onsite tech called earlier requesting support. 2. I recommended reflashing the software and verifying the serial number was correct. 3. Next the customer called stating issue not resolved. 4. Informed this is most likely due to the logic board. 5. Recommended sending in for repair. 6. Customer will send in for repair. 7. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - informed this is most likely due to the logic board the customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
The customer reported error code 13-1064-1227 on their 8100 after the bezel recall was performed. No patient involvement.

Event description:
The customer reported error code 13-1064-1227 on their 8100 after the bezel recall was performed. No patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error code 13-1064-1227. Technical support - logic board: 1. Our onsite tech called earlier requesting support. 2. I recommended reflashing the software and verifying the serial number was correct. 3. Next the customer called stating issue not resolved. 4. Informed this is most likely due to the logic board. 5. Recommended sending in for repair. 6. Customer will send in for repair. 7. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - informed this is most likely due to the logic board. The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced h3 other text : no product returned.

Manufacturer narrative:
The customer¿s reported problem was confirmed.

Event description:
The customer reported error code 13-1064-1227 on their 8100 after the bezel recall was performed. No patient involvement.